Manufacturer narrative:
(B)(4). Batch #: u5d26w. Component code: mechanical(g04). Investigation summary: the analysis found that one pse45a device was returned with no visual non-conformances and with an ecr45w reload present. The reload was received unfired. Additionally, the one piece sled was found to be broken on the area of the sled rails. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch the damage to the one piece sled has been correlated to the design. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the right upper lobe surgery, could not fire when severing lung lobe tissue. Checked the sled¿s position, it is lockout issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.